Event description:
The patient reported that infusion set cannula was kinked and the blockage was likely at the site on (B)(6) 2026 and the symptoms were observed within three hours of insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.